Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cardiosave intra-aortic balloon pump (iabp) has damage to screen. Damage to bottom assembly and top cover. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d8, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11. Corrected fields: h8. A getinge field service engineer (fse) reported that there was damage to the upper and lower assembly. The fse replaced the top cover display assembly (0040-00-0457), and the lower housing assembly (0380-00-0564). The unit passed all functional and safety tests and was returned to customer.

Event description:
N/a.